Event description:
A report was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. End of life was expected.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The complaint in regard to the difficulty charging the ipg was not verified. Upon receiving, the device was completely depleted. The device was charged in one charge cycle, and linked to a test remote control, and the battery measured 3.90 volts. This result indicated that the device is capable of being charged fully under a proper charging method. The precision ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.